Event description:
Additional information was received indicating that the patient's generator has been replaced. Diagnostics before and after generator replacement were normal. Per hospital policy, the explanted generator will not be returned. An implant card was received indicating the replacement was prophylactic.

Event description:
It was reported that the vns patient was experiencing erratic stimulation. Diagnostics taken indicated normal vns function. No medication or programming changes were noted as possible contributing factors. The patient felt that the stimulation was coming on more frequently than programmed. Troubleshooting with a manufacturer representative was not able to confirm the event, however the physician believes that there is a malfunction with the device. The physician indicated he would be referring the patient for replacement. Attempts for additional information have been unsuccessful to date.